Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had a ruptured left breast implant. Magnetic resonance and mammogram imaging were conducted in conjunction with a consultation with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2022, mentor became aware an error was submitted inadvertently. The check box is other serious should have been marked instead of required intervention as no information regarding explantation or reoperation has been provided. Manufacturer¿s reference number: (B)(4). In the initial, b2 is other serious should have been checked marked instead of required intervention as no information regarding explantation or reoperation has been provided.